Event description:
On (B)(6) 2025 the end-user reported that on the same day they were treated in the ER for prolonged hyperglycemia with blood glucose (bg) levels of 400 mg/dl post prandial. The user was treated with fluids and diagnostic tests and discharged the same day with no reported long-term effects.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.